Manufacturer narrative:
No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer inc. Considers the investigation closed. Exemption: (B)(4). Total # of events: 2. Type of event: malfunction. Product code: kih. Reason for exemption: this MDR is being submitted late, as this issue was discovered during a retrospective review of complaint files.

Event description:
It is reported that while injecting cement, the nozzle of the gun broke off while in the femoral canal, the piece was retrieved.